Event description:
Boston scientific was notified that although the gdc power supply's detchment indicator light was turned on, the gdc coil did not detach from its pusher wire. When the pusher wire was pulled out, it was discovered that the coil had detached in the excelsior catheter. No add'l intervention was required. The pt's post-operative status was good.